Event description:
According to the facility, on (B)(6) 2026, crna was attempting to place a spinal block prior to a scheduled c-section. The crna felt a "snap/pop" while attempting to get to the correct space, immediately pulled the needle out of the patient and noted that the needle had broken leaving a portion of the needle inside the patient.

Manufacturer narrative:
According to the facility, on (B)(6) 2026, crna was attempting to place a spinal block prior to a scheduled c-section. The crna felt a "snap/pop" while attempting to get to the correct space, immediately pulled the needle out of the patient and noted that the needle had broken leaving a portion of the needle inside the patient. Procedure was stopped, patient taken out of the or. Required transfer to another facility for delivery of her baby and then surgical removal of the needle. Per the facility, there was a delay in delivery, transfer to a higher level of care. Patient required a 2nd surgical procedure to have the needle removed from the patient's back. The facility reports that the patient has been discharged home. No additional information at this time. It has been determined that the reported event caused or contributed to a death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.